Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the epg paced at a rate that was not the p rogrammed rate. The epg was returned for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device was tested and no anomalies were found. (B)(4).